Event description:
It was reported that the inflation was no longer attached to the tracheostomy tube. This product problem was discovered while the patient was being transferred to another room within the hospital. This issue was reported after the device was in use for approximately 25 hours. The healthcare professional noted that excessive force was not initially applied on the inflation valve. The tracheostomy tube was removed and replaced as a result of the product problem. No patient injury or further complications were reported in relation to this event.

Manufacturer narrative:
Corrections: adverse event or product problem - updated to reflect adverse event. Event- updated to reflect medical intervention. Type of reportable event- updated to reflect serious injury. Evaluation results: one bivona tracheostomy tube (item number 670170) was returned for investigation. Upon visual inspection, the investigator noted that the inflation valve and balloon were missing from the inflation line. The inflation line appeared to have been pulled with force. This deformed the airway line tubing. The tubing failed to lay straight as if it were over stretched. The end of the device airway line was examined under magnification using a dynascope. Under magnification it was further observed that the end of the airway line (which had a jagged edge) was either cut or torn.

Event description:
It was reported that the inflation valve was no longer attached to the tracheostomy tube during the removal process. The operator indicated that no excessive force was applied on the inflation valve. No patient injury or complications were reported in relation to this event.